Event description:
It was reported to the manufacturer, by the end user, per the end user, that customer called direct supply to report an incident that allegedly involved the following product or device: joerns adjustable height bed. Customer reported that the following occurred at 8:50pm on (B)(6) 2025: the cna went to unplug the bed and reached between the 45 degree angle where frame and backrest are to unplug the bed. The bed allegedly collapsed on her wrist. The following injuries allegedly occurred: injuries are unknown at the moment- the employee is going to urgent care today (B)(6) 2025. Customer reported that the injured party was hospitalized. The product has been taken out of use. An individual who was with customer who called in, said that at the time of the incident, there was 1 other employee present; their titles are: cna. When asked about an ideal outcome, customer said: he wants somebody from direct supply to essentially verify these beds and show them how to use them. Customer said the facility purchased 14 beds and two of the beds are having issues with the lockout feature. Customer said he spoke to someone about a bed that was having issues, and it was determined to have a bad control board and they are waiting for a replacement board to arrive. Customer inquired about a potential instructional course or demonstration for the beds. Customer said that he wants to know if they are doing something wrong with the bed. He has been reading the instructions but is having a tough time determining what is user error and what is an issue arising from the beds themselves. The employee is going to urgent care today (B)(6) 2025, so not all details are available yet. Direct supply closed out this ticket due to customer not responding to the questions quality inspection had. Complaint #(B)(4) was entered into our system.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.